Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had reported a 'device malfunction' during an interrogation. The ICD was explanted and replaced without incident.